Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in severely tortuous and moderately calcified right coronary artery . A 3.50 x 32mm synergy xd drug-eluting stent was advanced to treat the lesion. However, before deployment, it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).